Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds. The pacing portion of the lead was capped and replaced while the defibrillation portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.